Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot 20636 and data files were returned and analyzed. Two patient files were received and recorded on the reported date of the event. Patient file number one showed six applications were performed using a catheter identified as 2af283/20636-024. Patient file number two showed two applications were performed using a catheter identified as 2af283/20636-014. The patient files did not show any system notice on the reported date of the event. The reported st elevations were observed in the area of the right coronary artery; this issue could not be assessed through data analysis. The issue is not recorded to the data files. The failure file received contained failure records for the date of the event. The failure file showed persistent system notice 50005 "the safety system has detected fluid in the catheter and stopped the injection" on the reported date of the event. The power up test file did not show any power up test failure on the reported date of the event. The console passed power up test the reported date of the event. During external visual inspection of the balloon, shaft, and handle segments; external visual inspection of the balloon segment showed blood/fluid inside the balloon. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for six applications on the reported event date. During functional testing, the console terminated the application and triggered system notice 50011 "a system notice was received indicating that the refrigerant delivery path was obstructed." During the electrical testing using an aet (automatic electrical tester), all the tests were within the specification. No anomalies were found. Pressure testing and inspection of subcomponents of the balloon, handle, and shaft segments was performed. During inspection and pressure testing of the shaft segment, a guide wire lumen kink and breach was observed one inch proximal to the catheter tip. Debris was also observed at the laser drilled hole(s) of the injection tube. In conclusion, the balloon cathet ER failed the returned product inspection due to a guidewire lumen kink and breach. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, fluid ingress occurred in the system during the last pulmonary vein ablation. Parallel to this, st elevations were observed in the area of the right coronary artery, and medical intervention was performed for stabilization. The balloon catheter was replaced to resolve the fluid ingress. The procedure was completed and the patient was discharged normally. No further patient complications have been reported as a result of this event.